Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the customer's lcd screen on the insulin pump is scratched and she is unable to read the data. Customer's blood glucose was 120-130 mg/dl at the time of the incident. Customer stated that they cannot read the pump screen and the pump is not functioning as designed. Customer was advised to discontinue use of the pump and revert to a back-up plan.